Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty occurred, and tested impedance and threshold were high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.